Event description:
Allergic reaction immediately post-uae with hives, swelling of the eyes, face, and throat. The severity of the reaction has subsided; however, one eye remains very red, watery, and the whites of the eyes have remained reddish yellow. This becomes more significant after straining with defecation.